Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted liver wedge resection surgical procedure, the horizon small clip applier instrument had broken or loose cable. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the horizon small clip applier instrument was found damaged upon inspection prior to use. There were no cables visibly protruding from the distal end of the instrument. The customer indicated that no fragment fell inside of the patient. No further information is available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small clip applier instrument involved with the complaint and completed the failure analysis. The small clip applier instrument was analyzed and found to have a cracked clamping pulley at the proximal end in the housing. As a result, the grip cable became loose at the distal. Additionally, the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves.

Event description:
Refer to h10/h11 for follow-up information.